Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. ¿this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.¿

Event description:
Patient reported "significant structural anomalies (folds/rippling)". Patient later reported "slight deformation" and "rupture". This record is for the left side. Device remains implanted.